Manufacturer narrative:
Evaluation of the returned device was completed march 11, 2016. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event. The customer experience of the silverhawk es+ tip detaching from the device was confirmed. The silverhawk es+ catheter was returned without its nosecone and distal marker band. Per the initial report resistance was felt during the removal of the silverhawk catheter the device snapped. When the catheter was removed the nose cone of the silverhawk was missing. Flouro imaging revealed that the guidewire had prolapsed and the nosecone was distal of the support catheter. The cause of the tip detachment per the initial report is prolapsed guidewire. Possible contributing factors such as lesion morphology, vessel anatomy, ancillary device interaction and procedural technique could not be evaluated in this investigation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The procedure scheduled as atherectomy/pta of the anterior tibial artery. Arterial access was gained via right sfa antegrade approach using a 6fr 25cm sheath. The lesion was crossed using a .018 90cm trailblazer and a 300 cm wire. The physician attempted to cross the lesion with a turbohawk sxc but was unsuccessful. An amphirion 2x150 balloon was inserted and inflated to 4 atm. The turbohawk sxc was then reinserted and was unsuccessful in crossing the lesion. The silverhawk es+ reported in this event was inserted and crossed the lesion. Four passes were made. Upon removing the device the physician had some resistance and the device snapped. The catheter was pulled out and the nosecone was not present. Under fluoro the wire had prolapsed and the nosecone was visualized distal to the sheath. An amplatz gooseneck microsnare was inserted and advanced to the distal sfa. The physician repositioned the wire from the distal at to the distal sfa. The command wire was then snared and a loop was formed on the command wire. The snare and the command wire were then recovered into the distal portion of the sheath as well as the nosecone of the silverhawk confirmed under fluoro. The physician attempted to pull the wires and snare catheter out of the sheath but felt resistance. The decision was made to pull sheath out as well. This was not performed under fluoro. Inspection of the sheath, command wire, and the snare revealed that the nosecone was not present. A cine of the groin showed that the nosecone was present in the patients sfa at insertion site. An ultrasound performed was inconclusive of the position of the nosecone therefore the patient was brought back to the cath lab and angiograms were performed on (B)(6) 2016. It appeared that it was not in the artery. The patient will have surgery to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.